Manufacturer narrative:
Device not available.

Event description:
Item number 261500 (lacrimal cannula) was found to have an open seal by the customer.

Manufacturer narrative:
Device not returned.

Event description:
Item number 261500 (lachrimal cannula) was found to have an open seal by the customer.